Event description:
It was reported that the iolmaster 700 device made incorrect measurements for a patient. The patient had 5 measurement sessions on the device. The user implanted an iol (intraocular lens) based on measurements from (B)(6) 2025 which resulted in a highly hyperopic astigmatic outcome. The user is planning an iol exchange for the patient.